Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a post operative check, no capture could be found on the right ventricular lead. Repositioning was required for the right ventricular lead. During the repositioning of the right ventricular lead, the atrial lead became dislodged. Both leads were successfully repositioned and remain in use. No patient complications were reported as a result of this event.